Manufacturer narrative:
Updated: d2a - common device name to drg ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was sent to ER due to suspected infection at both the drg lead and ipg incision site (symptoms of being sleepy and throwing up). As a result, surgical intervention took place on (B)(6) 2025 wherein patient's entire drg system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.